Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to an unspecified reason. The existing aus, which was 15 years old at the time of the surgery, was explanted and replaced with a 4.0 cm cuff, pump, and balloon.